Event description:
Eighteen months after percutaneous coronary intervention (pci), the pt became unconscious due to a brain infarction and subsequently expired.

Manufacturer narrative:
As reported by the study, this pt initially presented for elective treatment of 1-vessel disease. Pre-procedure medications included aspirin 200 mg/day. Intra-procedure mediations included herparin 8500 units. Percutaneous coronary intervention (pci) was performed on an 81% de novo lesion in the distal left circumflex of 12.21 mm in length in a 2.59mm vessel diameter. The (b2) eccentric lesion was tubular. Pre-dilation was conducted with a 2.75x15mm balloon at 9 atmospheres (atm) before deploying a 2.5x18mm cypher stent at 12 atm. Post-dilation was not conducted with the same balloon at 15 atm. The residual diameter stenosis measured 18%. Timi iii flows were recorded pre and post-procedure. Intravascular ultrasound (ivus) was not conducted. Post-procedure medications included aspirin 200mg/day, ticlopidine hydrochloride 200 mg/day, isosorbide dinitrate 8ml/day and nifedipine 20mg/day. Digoxin 0.125mg/day was started approximately six months after the procedure for unspecified reasons. Cilostazol 200mg was started approximately nine months after the procedure for unspecified reasons. Follow-up coronary agiography eight months later indicated no problems. Approximately 16 months later, the pt had multiple brain infractions. The pt was treated to recovered. Aspirin was reduced to 100mg/day. However, one month later, the pt had atrial fibrillation. The pt was treated and recovered. One month later, the pt became unconscious due to brain infarction. The pt was cannulated. The following day, the pt died and a postmortem was not performed. The physician commented that it was highly likely that the reason for the death was brain infarction (non-cardiac death); and so, there was no relation with cypher. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.